Manufacturer narrative:
No further information was provided.

Event description:
Additional information received on (B)(6) 2019 reported that the patient was known to have renal dysfunction and was given intravenous lasix 80 mg twice a day for hyperkalemia and acute kidney injury. The reported diarrhea and vomiting stopped however two days later the patient was found to have extensive intracranial hemorrhage. Type of treatment rendered included dialysis and fluids. No further information was provided.

Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 106 days. The lvad was explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 and presented with diarrhea, vomiting, and lightheadedness. On (B)(6) 2017, a stroke code was called. CT results reported that the patient was found to have a left frontal intraparenchymal hemorrhage (iph) with intraventricular hemorrhage (ivh) and subarachnoid hemorrhage (sah). There is subfalcine herniation, and early mild hydrocephalus manifested by increased prominence of the temporal horns compared to prior study. Scattered subarachnoid hemorrhage most prominent within the right sylvian fissure and interhemispheric fissure. Anticoagulant was reversed and an external ventricular drain (evd) was placed however patient remained unresponsive and had no acute changes. On (B)(6) 2017, the patient had an increasing number of seizures and keppra dosage was increased to 1500 two times a day. The patient subsequently expired. No additional information was provided.